Manufacturer narrative:
The service engineer found black material in the incubation bath due to a defective tube socket. He replaced the tube socket and degasser. The investigation determined that the service actions resolved the issue. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable glucose and uric acid results for 2 patient samples tested on a cobas 8000 c (701) module. For sample 1 the initial glucose result was 40 mg/dl and the repeat result was 100 mg/dl. For sample 2 the initial uric acid result was 0 mg/dl and the repeat result was 13 mg/dl. No questioned result was reported outside of the laboratory. The glucose and uric acid reagent lot numbers and expiration dates were asked for but not provided.